Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace broke after use. A fragment fell inside of the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.6880" x 0.0700" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. A review of the provided image was performed. The following additional information was provided: the curved blade of the harmonic ace instrument has broken off and separated from the instrument.